Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.25 x 32 synergy drug- eluting stent was advanced for treatment. However, during the procedure, the strut got lifted at the distal part of the stent. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. A 2.25 x 32 synergy drug- eluting stent was advanced for treatment. However, during the procedure, the strut got lifted at the distal part of the stent. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal region were noted to be lifted from their crimped position. The undamaged stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage to distal end of tip. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.